Manufacturer narrative:
Product event summary: (B)(4): the proximal portion of the lead was received and analyzed and revealed no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID d354drg implantable cardioverter defibrillator (ICD); product ID 5076 implantable pacing lead. (B)(4).

Event description:
It was reported that the patient heard the lead alert sound when out of town. The patient returned home and sent a remote transmission which indicated that the lead integrity alert (lia) had triggered. The right ventricular (rv) lead showed superior vena cava (svc) coil lead impedance "variation" and the physician suspected lead "damage." A new lead was implanted. The rv has been returned. No patient complications have been reported as a result of this event.